Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the transmitter was paired to the dexcom receiver. The customer disconnected the transmitter from the dexcom receiver, however issue persisted. Customer then reset the pump, and the pump and the transmitter regained connection. No additional patient or event information was available.